Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 457 mg/dl. The customer was treated for high blood glucose with bolus through the pump. The customer was advised the 2 high blood glucose rule. The customer went through some troubleshooting but she stated that she was not at home and did not have any of her supplies. Customer will call back once she got home to finish the troubleshooting.